Event description:
During the procedure, the catheter was leaking.

Manufacturer narrative:
The results of the investigation concluded that a leak was found in the catheter handle, consistent with the error reported. The leak was due to a fracture in the fluid lumen within the strain relief. The device met specifications prior to release from abbott manufacturing facilities as supported by the device history record. The cause of the fractured fluid lumen is consistent with damage during use.